Event description:
A patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and the catheter was stuck in a fully deflected position issue occurred. It was reported that the steering mechanism in the handle of the catheter broke. The catheter was removed and it was confirmed that it was not deflecting properly. The catheter was replaced and issue resolved. The procedure was completed without patient consequence. Additional information was requested to clarify the event and a response was received on september 11, 2014. The catheter was stuck in a fully deflected position. There was no difficulty in removing the catheter. The st. Jude sr0, 8.5f sheath was used. This event was originally considered non-reportable, however, bwi became aware of additional information stating that the catheter was stuck in a fully deflected position on (B)(6) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and the catheter was stuck in a fully deflected position issue occurred. It was reported that the steering mechanism in the handle of the catheter broke. The catheter was removed and it was confirmed that it was not deflecting properly. The catheter was replaced and issue resolved. The procedure was completed without patient consequence. Additional information was requested to clarify the event and a response was received on september 11, 2014. The catheter was stuck in a fully deflected position. There was no difficulty in removing the catheter. The st. Jude sr0, 8.5f sheath was used. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and contraction and the catheter failed deflection. Afterwards, the catheter was dissected and the t bar slid down from its place. Catheter did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the t bar issue.